Manufacturer narrative:
Tracking #.46205 ees #.976314/a proximate I l s intraluminal stapler: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. The adjusting knob was rotated until the orange tying area was visible and the anvil was removed and replaced several times with no difficulties noted. The reported incident could not be recreated. This inquiry was originally reported as an rpo (record purpose only).

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the anvil could not be separated from the device after being fired. There was no pt consequence.